Event description:
--

Manufacturer narrative:
--

Event description:
Additional information that a revision procedure was performed and the device was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
At this time the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Event description:
Boston scientific received information that during a recent follow up visit, this implantable cardioverter defibrillator (ICD) was unable to establish telemetry during interrogation. In addition, multiple attempts were made to interrogate this device with several programmers which resulted in noise and continued telemetry issues. It was noted that the patient had undergone an MRI procedure in the past. A boston scientific technical services (ts) agent was contacted and confirmed that the device was unable to establish telemetry and the programmer could not confirm that the device is capable of performing its essential function of delivering therapy. It was recommended by ts to replace the patient's device. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly evaluated. Visual inspection of the device header and case did not reveal any anomalies/noted a small dent on the front of the device case. It was confirmed that the device had no telemetry and a memory download could not be performed. An x-ray of the device was completed and no irregularities were identified. The device case was opened in order to assess the internal components. Initial electrical testing revealed that the transformer had failed, resulting in electrical overstress damage to the power supply circuitry. Detailed analysis determined the inability to interrogate this device was due to the electrical overstress damage and a depleted cell. This resulted in a high current drain, which depleted the battery more quickly than expected.